Manufacturer narrative:
Visual inspection was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It should be noted that the coronary dilatation catheters (cdc), trek rx global instructions for use (IFU), states: balloon pressure should not exceed the rated burst pressure (rbp). It is likely the IFU deviation did not significantly contribute to the reported balloon rupture as the bdc was able to successfully deploy the stent; however, it is likely that the balloon interacted with the stent resulting in the reported balloon rupture. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending coronary artery. The trek rx balloon ruptured at 16 atmospheres in the patient anatomy. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information can or will be provided.